Event description:
The doctor reported that as she was implanting the lens it ejected out of the cartridge. The incision was enlarged to remove the lens and an alternate lens implanted without complication. There was no patient injury.

Manufacturer narrative:
Visual inspection of the returned lens shows one distorted haptic and dried viscoelastic on the optic. Prior to release to market the lens met all manufacturing specifications. Damage appears to have been caused during user handling. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.